Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received a transmission for back up vvi via (B)(6). Upon further investigation, it was noted that the backup vvi transmission was inappropriate. The device was not found in back up vvi. No further information is available.